Event description:
It was reported, the subject device had scope communication error - err e216. The event was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction to the following field(s): h3 & h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: it was found that the video cable was broken, which caused error b30 to occur, and the fiber bonding in the outer tube area of the distal end was damaged. Based on the results of the investigation, the most probable cause of the complaint is component failure. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
This supplemtal report is being submitted to provide a correction.

Event description:
It was reported, the subject device had scope communication error - err e216. The event was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
(Health professional): blank (occupation): no information provided. The device was returned, and the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had scope communication error - err e216. The event was found during an unspecified procedure. There were no reports of patient harm.